Event description:
In pre-op for a generator replacement, the patient's generator could not be interrogated due to normal battery depletion. During surgery once the new generator was connected to the lead, high impedance was observed. The patient's family decided to not proceed with replacing the lead so the new generator was removed and only the lead remains implanted. No known surgical intervention has occurred to date with the lead. No other relevant information has been received to date.